Event description:
During in-clinic follow-up, the process for setting up the device for MRI was initiated. During capacitor maintenance, inappropriate high voltage therapy was reported as delivered after charging and the physician stopped the setup process. It was reported there was a 3 second loss of telemetry during this first setup. A second capacitor maintenance and set up process was successful. Abbott technical support was contacted but the cause of the behavior could not be conclusively determined as the inappropriate shock was not observed when reviewing the records. No intervention was performed and there were no adverse consequences to the patient that resulted from the reported event.

Manufacturer narrative:
The reported event of high voltage therapy delivery, oversensing of diagnostic event, and failure to interrogate could not be confirmed. Based on the session record review, there was no device record to confirm a delivery of high voltage therapy, oversensing of diagnostic event, and failure to interrogate. The physical device was not returned; thus, further investigation into the cause of the reported event could not be performed. Based on the available evidence, the cause of the field event was unable to be determined.

Event description:
During in-clinic follow-up, the process for setting up the device for MRI was initiated. During capacitor maintenance, inappropriate high voltage therapy due to oversensing of the diagnostic event was reported as delivered after charging and the physician stopped the setup process. It was reported there was a 3 second loss of telemetry during this first setup. A second capacitor maintenance and set up process was successful. Abbott technical support was contacted but the cause of the behavior could not be conclusively determined as the inappropriate shock was not observed when reviewing the records. No intervention was performed and there were no adverse consequences to the patient that resulted from the reported event.